Event description:
During ophthalmic procedure, this microsurgical system registered "cassette ful" when the cassette was not full. Another unit was used to complete the procedure. There were no pt problems.